Manufacturer narrative:
Device was discarded by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported that the perfusion pack cardioplegia line came away from the oxygenator and blood leaked onto the floor. Patient had a blood loss of 1400 ml and required 2 units of red blood cells (250 ml). Another perfusion nurse in the theatre noticed that the arterial line had been connected to the wrong place in the oxygenator. They decided to cut the tubing and connect the lines correctly to the connector. Surgeons decided to continue the surgery off-pump with beating heart. Patient was moved to ccu and extubated there the same evening. There was no adverse effect to the patient. The following morning, the patient was mobile and there was no impact from what had happened. The cardioplegia lines are not pre-connected to the oxygenator, which means the customer (perfusionist) connects the lines prior to use.

Event description:
Medtronic received information that during use, the customer reported that the perfusion pack cardioplegia line came away from the oxygenator and blood leaked onto the floor. Patient had a blood loss of 1400ml and required 2 units of red blood cells (250 ml). Another perfusion nurse in the theatre noticed that the arterial line had been connected to the wrong place in the oxygenator. They decided to cut the tubing and connect the lines correctly to the connector. Surgeons decided to continue the surgery off-pump with beating heart. Patient was moved to ccu and extubated there during the same evening. There was no adverse effect to the patient. The following morning, the patient was mobile and there was no impact from what had happened. The cardioplegia lines are not pre-connected to the oxygenator, which means the customer (perfusionist) connects the lines prior to use.

Manufacturer narrative:
H.2.3: device was discarded by the customer. Medtronic investigation: an analysis of this occurrence could not be performed without the returned product. After evaluation, this complaint was determined to be a use-related issue as the tubing pack specification does not require to connect the cardioplegia line to the oxygenator. It was concluded that the root cause was human error at the hospital. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.